Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in (B)(6) of constipation, fever and bacterial peritonitis in a patient coincident with dianeal pd2 unknown bag therapy for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient experienced constipation. On (B)(6) 2011, the patient experienced peritonitis manifested by cloudy dialysate, crampy periumbilical pain and fever. The cause of peritonitis was constipation. On (B)(6) 2011, the patient was hospitalized. The patient started on remedial therapy with vancomycin 500mg, intravenously (frequency not reported) and amikacin 12mg/l of pd solution (frequency not reported). It was not reported if the events of bacterial peritonitis, fever and constipation had resolved. It was unknown if dianeal therapy was ongoing. It was not reported if remedial treatment with vancomycin and amikacin were ongoing. Medical history and concomitant medications were not reported. The nurse believed that the bacterial peritonitis was not related to dianeal therapy. A causality statement for the events of constipation and fever was not provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.